Manufacturer narrative:
(B)(4). Should additional relevant information become available; a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized prior to death due to complications from injuries sustained in a fall. The cause of death was reported to be myocardial infarction. Treatment for the event was not reported. It was unknown if an autopsy was performed. It was unknown if therapy was ongoing at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported pd therapy was on-going in the hospital, but it was unknown if the patient was using their own device, a hospital device or manual supplies. It was unknown if the patient was connected to the device at the time of death. The pdrn confirmed the cause of death to be a heart attack. The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. The last therapy was performed on (B)(6) 2014 and successfully completed. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. The pneumatic system was tested and found to be functioning properly. The testing revealed no leak and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity test and successfully completed a short simulated therapy. Review of the service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.